Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a supplier manufacturing issue addressed on ncr-20813.

Event description:
On 3/2/2023, it was reported by a sales representative via sems that an ar-9811 apollo rf 90° multiport had an issue. The probe face came flying out when in use. It took less than five minutes before the face snapped off. Everything was retrieved, used another one to complete the case. No patient adverse event or patient harm. The item was discarded. This was discovered during use with no impact to the patient. Additional information has been requested. On 3/7/2023, the sales representative provided the following information via email: this event occurred during an unspecified procedure on (B)(6) 2023. Nothing out of the ordinary was noticed directly out of the packaging. The issue was noticed immediately after the start of the case. When the probe face came off, it broke off inside the patient, and all fragments were retrieved. The ablation settings were 7 & 2 for 4-5 minutes. No alarms were present, and the ablator did not come in contact with any other devices. The ablator was in intermittent use. There was no harm to the patient. Additional information has been requested about the type of procedure. On 3/8/2023, the sales representative stated via email that this occurred during a shoulder arthroscopy with rotator cuff repair procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.